Event description:
The customer reported an issue with the pump's time settings, as there was a discrepancy between the displayed and actual time exceeding five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump time and advised monitoring and following up if the discrepancy recurred. The customer acknowledged and understood the guidance provided.